Event description:
The triathlon 1/8" peg drill broke while being used to pre-drill holes into the tibial baseplate. Another item was used instead and case completed without any issues as planned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.